Event description:
The pt reportedly experienced unresolved occipital pain and deterioration in performances over time. The pt continued to be monitored by the center. The pt reportedly stopped wearing the external equipment due to facial nerve stimulation. In 01/2004, a company representative recommended that the pt have a CT scan. In 03/2004, the pt was seen by a company representative. At that time, the pt was wearing the external equipment. CT scan (date not given) revealed "the tip of the array end in the middle ear." Testing of the device confirmed that the device was functional. The pt's c1 device was explanted. In june 2004, the pt was reimplanted with another advanced bionics cochlear implant.